Event description:
(B)(6). According to the information received, a hospital reported that 1 patient felt burning/scrotal irritation and 2 patients had hematocele with fever leading to antibiotic treatment. The complaint stated that the patients did not feel pain. The patients were men under recent catheterization and self catheterization. The inflammatory reaction appeared 24/48 hours after the first use. This problem resulted in a change to the type of catheter used.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information becomes available a follow-up report will be submitted.